Event description:
It was reported that the insulin pump had multiple error alarms. Customer stated that they were unable to get the insulin pump out of the rewind mode. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with constant a35 alarm during rewind due to motor encoder signal out of phase. No a70 alarm or a05 alarm noted. Unable to verify e70 alarm in the alarm history screen or perform the displacement test due to constant a35 alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.